Event description:
Physician using device -digital ureteroscope- during procedure noted "cobweb-like" material in pt ureter after laser fragmentation of kidney stone with device. After removal of device physician used basket to retrieve "small ball of monofilament material" from pt ureter. Add'l similar material was found to be protruding from tip of device after removal from pt, approx 8-9 cm in length. Per physician, material appeared to have originated from the working channel of the ureteroscope. Material has been saved and sequestered. Material was examined by pathologist and determined to be synthetic, not biological. Per physician, material appears to be nylon monofilaments. This was scheduled, outpatient procedure. Pt evidenced no ill or adverse affects during recovery period and was discharged later same day to home in stable condition. Dates of use: (B) (6) 2010--(B) (6) 2010. Diagnosis or reason for use: kidney stone removal.